Event description:
Additional information reported the patient presented to the emergency room (ER) for because the pump was alarming (low reservoir alarm). The patient was then admitted. It was unknown how long the patient was in the hospital.

Event description:
It was reported there were difficulty refilling the pump. The patient was hospitalized because the pump needed to be refilled (past due) and the previous managing healthcare provider (hcp) discharged her as a patient. The pump was recently replaced on (B)(6) 2015. It was stated that pump logs were checked. The pump contained 0.6ml and the low reservoir alarm occurred. The patient was discharged home on the next day with oral medication for pain control. There were no patient symptoms or complications associated with the event. The pump was not refilled. Later that evening, the patient was able to find a new managing hcp to refill the pump the next evening to prevent her pump from being damaged. The patient was receiving effective therapy. The pump was used to deliver morphine (unknown).

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).